Event description:
In late (B)(6) 2008, the pt underwent surgery. The surgeon confirmed that the pt bone had union. In (B)(6) 2009, the pt underwent the plate removal surgery. Surgeon found that the plate was broken (the pt bone was healed). Broken piece was removed from pt.